Event description:
A pharmacist reported with the description of the implant was not coming out with no patient impact. No further information is expected as the reporter is unwilling to provide additional information.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).